Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on his left side in (B)(6) 2009 and his right hip in (B)(6) 2009. Subsequent to the implants, patient has suffered pain and discomfort. There is no mention of revision surgeries.

Manufacturer narrative:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip on his left side in (B)(6) 2009 and his right hip in (B)(6) 2009. Subsequent to the implants, patient has suffered pain and discomfort. There is no mention of revision surgeries. Doi: (B)(6) 2009 - dor: unk (left side). Doi: (B)(6) 2009 - dor: unk (right side). **patient is a resident of (B)(6). **update**medical records were obtained. Medical records indicate patient was revised due on the left hip due to little bone ingrowth on the cup and corrosion on the head and taper. Doi: (B)(6) 2009. Dor: (B)(6) 2013 (left hip). Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.